Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest cgm reading of 331 mg/dl approximately one and a half hours after a routine, carbohydrate-heavy meal of beans and rice. The user was advised to and did change the infusion site, and no insertion kinks or leakage were noted. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and was categorized as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was consistent with meal-related hyperglycemia rather than a device malfunction.